Manufacturer narrative:
The insulin pump passed functional tastings including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or weak battery alarms or blank display noted. The insulin pump passed a21 test and no settings have been erased during our testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with blank display, low battery alerts, and a hospitalization for low blood glucose levels. The customer's blood glucose level at the time of the low battery was 164mg/dl. The customer's blood glucose level at the time of blank display was unknown. The customer's blood glucose level at the time of hospitalization was 26mg/dl. The customer's current level is 160mg/dl. Troubleshoot was conducted. The customer was previously sent a replacement battery cap for blank display and low battery alerts, but the issue was not resolved. The customer was advised that the device would be replaced and returned for analysis.